Event description:
The healthcare professional reported injecting evolysse smooth into the temples of a patient. Approximately one (1) month post injection, the patient had lumps.

Manufacturer narrative:
(B)(4).